Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the needle jammed in the jaws of the device and was not able to be opened. The needle also broke off in device. No adverse events have been reported.